Event description:
Event became reportable based on investigation completed on 4/8/2007. It was reported that during a pci procedure, the maverick2 monorail balloon leaked. The 90 % stenosed lesion was located in the severly calcified and highly tortuous distal circumflex (cx) coronary artery. The ballon was initially inflated to 12 atms without incident. However, upon the second inflation attempt to 10 atms, a ballon leak was noted. The procedure was successfully completed with a different device. No patient injuried or complications were reported. Patient status is reported as "good".

Manufacturer narrative:
Returned device analysis confirmed a pinhole leak in the ballon material. The leak was located over the distal edge of the distal markerband. Microscopic examination of the ballon material and the markerband could not identify any issued that could contribute to the complaint incident. Visual examination of the hypotube found that it was kinked at various locations along its length. An examination of the balloon material could not identify any tears. The balloon was attached to an inflation unit and during attempts to inflate the balloon to its rated burst pressure, a pinhole leak was noted. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. No additonal complaints have been received for this batch. The root cause of the complaint incident could not be identified.